Event description:
It was stated that there was a problem with the setscrew on a temporary extension. It was stated that the physician was unable to unscrew and subsequently had to "pull hard" on the lead to unplug. It was stated that the impedances were checked and found to be "ok". There were no patient symptoms or injuries associated with this event.

Manufacturer narrative:
Product ID: 355018, lot#: w60036, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: accessory; product ID: 3093-28, lot#: 0206082959, product type: lead. (B)(4).